Manufacturer narrative:
(B)(4).

Event description:
New information reported stated that a fluoroscopy was performed which revealed that the left ventricular lead had dislodged. The physician would schedule a lead revision procedure. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a follow-up after calling the hospital to complain of experiencing occasional diaphragmatic contractions. The left ventricular lead exhibited increased thresholds and loss of capture in all configurations. The physician would schedule a fluoroscopy. The patient was in good condition. No additional information was available at this time.

Manufacturer narrative:
(B)(4).

Event description:
New information reported on (B)(6) 2016 revealed that the physician abandoned the lead repositioning procedure due to cardiac tamponade. The physician did not suspect the tamponade was due to our devices. An emergency thoracotomy was performed and the patient was stabilized. The physician explanted and replaced the lead.